Event description:
The device was used during a percutaneous disectomy procedure. Reportedly, the instrument broke and disengaged into the pt's cavity. The surgeon applied another device and was able to remove the component and complete the procedure. The hosp has reported no pt injury occurred.